Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device (circuitry) to be broken. It is assumed that the device got pre-damaged during manufacturing. During transport or handling during implantation surgery the device eventually failed. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
During the initial activation of this user, the internal device could not be read - no connection to the internal implant was possible despite extensive troubleshooting. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the initial activation of this user, the internal device could not be read - no connection to the internal implant was possible despite extensive troubleshooting.